Manufacturer narrative:
B3 is unknown. E1: (B)(6). The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged dso seal, damaged battery compartment, and scratched lens. Functional test found defective on/off switch.

Event description:
It was reported the battery compartment was broken. There was unknown patient involvement.